Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2011 and suture was used. The patient went back to the hospital on (B)(6) 2011 for a bleeding hematoma. The patient received three units of red blood cells. The patient went back into the operating room on (B)(6) 2011 and again on (B)(6) 2011. The surgeon opines this could be because of the suture material.

Manufacturer narrative:
After the hysterectomy, suture dehiscence occurred with partial sepsis present. (B)(4). Wound dehiscence.

Manufacturer narrative:
Date sent to the FDA: 10/06/2011. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2011 and continuous suture with 3-4 knots was used on the vaginal vault. On (B)(6) 2011, the patient had pain and vaginal bleeding. The patient went back to the operating room on (B)(6) 2011 and the vaginal vault was re-sutured using an interrupted technique and a drain was placed. The surgeon opines this could be because of the suture material. The patient is currently doing well.